Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 8 of 15 for (B)(4). It was reported by a healthcare professional in austria that during an unknown arthroscopic procedure on (B)(6) 2023, a fms fluid management system inflow tubing (fms vue) device was used. According to the report, the connection part on the outflow set in the filling chamber came loose and was leaking. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received and evaluated. Upon visual inspection, the device comes in a completely sealed package and in in new condition. The device was unpacked to verify its condition. No structural anomalies were found on the entire device. The tubbing has no cuts, scratches or damages. The connections in the expansion chamber are tight and sealed. The device was placed in an fms vue pump, the device performed as intended, no fluid leaks happened during testing. Since the device passed the visual and functional testing, this complaint cannot be confirmed. The manufacturer performed an investigation using the photo evidence provided by the customer with the following result: the operator responsible for the tube bonding was properly trained to the operation. However, a non-uniform solvent application may result in an insufficient bond. The documented work instructions ((B)(4) , operation 2a) are clear in regards to the bonding operation, material and equipment used. There were no inputs from this category that would potentially cause this type of defect. In conclusion, a potential root cause for this defect may be attributed to an incorrect bonding method. If the tube is not placed into the solvent dispenser in an upright, straight position, there may be a lack of solvent applied to the tube causing an insufficient bond. Corrective action: a new solvent dispenser ((B)(6)) will be implemented so that the operators are only able to dip the tube in a straight position, preventing inadequate solvent application. This fixture will be qualified as part of (B)(6). Once the validation is complete, work instructions will be updated as part of ppcr (B)(4) with customer approval. In addition, a quality alert was issued to the production floor and operators were re-trained on proper solvent application and tube bonding. This product issue is already being addressed by depuy quality system. A manufacturing record evaluation was performed for the finished device 3004815, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the device is shown over its package. The "tubing" is disconnected from the expansion chamber. A manufacturing record evaluation was performed for the finished device 3004815 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.